Manufacturer narrative:
The facility's biomedical engineering dept. Has tested the unit and has been unable to duplicate the alleged malfunction.

Event description:
The complainant alleged that a nurse received an unintended delivery of energy when placing a multi-function electrode on the back of a patient (age and gender unknown), and with her other hand on the electrode on the front of the patient. At that time another person powered-up the device and turned the device to defibrillate mode, but allegedly did not depress the discharge buttons. The nurse touching both pads then received an unintended delivery of energy. There were no reported adverse effects on the patient, or on the nurse who received the unintended delivery of energy.